Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited an increase in capture threshold and high impedance. The patient was a dedicated golfer and was not compliant with the physician's directions for resuming activities. Lead damage was noted at explant.